Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information in b5 and h6.

Event description:
It was reported that during the ankle ligament repair surgery, the osteoraptor anchor fell off from the inserter and was physically broken. The procedure was resumed, after a non significant delay, using an equivalent sn back-up on the originally drilled bone hole, no broken pieces were left in patient , they were removed with tweezers. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. One white suture and one blue/white suture are still run through the eyelet of the anchor. The anchor is off of the device. The anchor is fractured on its proximal end. An analysis of a customer provided image found an osteoraptor device laying on a surface, the suture is still attached to the insertion device. A fractured anchor can be seen at the end of the suture thread. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during the ankle ligament repair surgery, the osteoraptor anchor fell off from the inserter and was physically broken. The procedure was resumed, after a non-significant delay, using an equivalent sn back-up on the originally drilled bone hole, no void was left in patient. No further complications were reported.

Event description:
It was reported that during the ankle ligament repair surgery, the osteoraptor anchor fell off. The procedure was resumed, after a non significant delay, using an equivalent sn back-up on the originally drilled bone hole, no void was left in patient. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.